Event description:
By mistake of operator, the gantry started to rotate automatically. Unfortunately, the non protected part of the detector hit the head rest which caused the problem, and the head rest was broken.